Event description:
Complainant alleged that the clinicians had defibrillated a pt (age and gender unknown) four or five times at 120 and 200 joules, but on the fourth or fifth shock administered to the pt, the pads arced from the center of the front pad. The complainant also reported that CPR had been perfomed on the pt subsequent to the pads being applied. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.